Manufacturer narrative:
(B)(4). Unit received with critical pump error after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with cracked case at belt clip rail corner. Corroded force sensor assembly, moisture damage on motor assembly and corroded battery tube. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that crack on the belt clip to the bottom of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.